Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell three of five. During troubleshooting, it was found that there was an open clamp on the unused supply line. The technical service representative (tsr) explained the alarm to the hp and advised the hp to either start over with new supplies or finish therapy using manual supplies. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. The hp has left a clamp open during therapy, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.